Event description:
During a colonoscopy, one of the internal cables inside the scope that is controlled by the dial broke. A loud snap was heard resulting in loss of direction control of tip of scope. The procedure was difficult, and the doctor decided to abort the case and not try a different scope. This resulted in an incomplete colonoscopy to ascending colon. Colon scope: cfh 180al, olympus.